Manufacturer narrative:
Patient code 2140: visual disturbance added. Claim#: (B)(4).

Manufacturer narrative:
The lens was returned dry in a specimen cup. There was clear surgical residue on the lens surface. Visual inspection found no visible damage to the lens. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm tmicl12.6 lens, -15.5/+3.0/094 (sphere/cylinder/axis) into the patient's left (os) eye on (B)(6) 2019. On (B)(6) 2019 the lens was explanted due to elevated iop. The va of the eye after explant is reported as "foggy, smeared."